Event description:
24g peripheral intravenous line (piv) inserted without difficulty into patient. Noticed bleeding around joint of hub and catheter. Upon flushing saline leaking as well. Piv had to be removed. Tested and continues to leak around joint of hub and catheter. Piv disposed of.